Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". According to the customer: "the parenteral diet was programmed to infuse in 24 hours and done in 20 hours."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the usage history extracted from the equipment and saved in files in excel format, was saved in pdf format. The user did not inform the day of the adverse event or the schedule that was in use, but he/she informed that he/she programmed an infusion to occur in 24 hours. In the equipment history, the last 24-hour programming was made at 23:38:53, on (B)(6) 2022. The infusion was started by the user, at 23:39:54; being completed by him, not by the equipment, at 21:55:07, on (B)(6) 2022. The total volume infused until this moment was 1223.14ml. As the volume initially programmed by the user was 1320ml, it was the user's decision to stop the infusion at 22:15:13. To verify the performance of the equipment, we will use a flow rate of 55ml/h for a 24-hour infusion. Like the last one programmed by the user. Scheduled time: 24h00min result: approved. Equipment appears normal as used. The history of use did not show any error in infusion time. The result of the functional test confirmed that the equipment is working correctly and precisely. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.